Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported mixed up and missing images. No patient injury was reported.